Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, and corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm. His belt clip broke. Customer's blood glucose level was 135 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.